Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Inspection revealed numerous kinks in the hypotube. Functional testing was performed; the device was inflated to rated burst pressure (rbp). The balloon stayed inflated for 5 minutes and did not leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length, target lesion was located in the severely calcified, 2.75 mm in diameter right coronary artery (rca). A 3.5mm x 12mm quantum maverick balloon catheter was advanced to dilate the lesion. However, upon third inflation at 18 atmospheres for several seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 30mm in length, target lesion was located in the severely calcified, 2.75 mm in diameter right coronary artery (rca). A 3.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, upon third inflation at 18 atmospheres for several seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable